Event description:
It was reported that the pulse generator exhibited t wave oversensing via a merlin.net transmission. The patient was asymptomatic. Device reprogramming would be performed at the next in clinic evaluation.